Event description:
The customer reported that the insulin pump had an error alarm during manual prime, and the back of the piston was protruding out. The caller glucose reading was 211mg/dl. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to loose motor support disk. No motor alarms noted. The insulin pump was received with a missing end cap sticker.